Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, the test strips the customer was using expired on 09/30/2013. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 she attempted to perform a test using her adc blood glucose meter, but noted it would not turn on when the button was pressed or with test strip insertion. Customer further reported experiencing blurred vision and was sweating. Customer self-treated with orange juice and then self-presented to a local healthcare facility. At the hospital, customer had her blood pressure checked and a reading of 33 mg/dl was received on an unspecified hospital instrument. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of "sugar". Customer also noted her routine insulin dose was changed from 50 units to 4 units. There was no report of death or permanent injury associated with this event.